Event description:
A customer contacted beckman coulter inc., (bec) regarding obtaining a higher than expected total bhcg (tbhcg) result, above the normal reference range, on one patient sample. The issue is associated with unicel dxi 800 access immunoassay system. The result was reported out of the lab and was questioned by the clinician. The effect, if any, to the patient is unknown at this time.

Manufacturer narrative:
Bhcg samples are typically collected in plastic serum tubes with a gel separator. The customer centrifuges samples for fifteen minutes at 3,000 rpm. Bhcg qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A customer technical support (cts) discussed possible ways of testing for an interferent, offered to have the customer send the sample in for interferent testing and provided information regarding other causes of elevated results. A definitive root cause has not been determined to date for this event with the data provided.